Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Interrogation revealed that the device recorded code 1006 which is indicative of high voltage detected on lead during a charge. At the time of this code there was no external shock delivered to the patient. Boston scientific technical services (ts) recommended emergent replacement. The patient has lung cancer and did not want to undergo another operation. As such the physician deactivated this device. No adverse patient effects were reported. The device remains implanted but electrically deactivated.